Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy, the device¿s balloon was physically broken. Accordingly, they used other trocar with same reference number in order to resolve the issue and complete the case. There was no patient injury reported.